Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was observed inside the sealed unopened pouch of non-vented high-volume inlet. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that loose foreign particulate matter (pm) was inside the sealed primary packaging and was found touching the product. The loose foreign matter was also visually inspected using magnification, and the pm appeared like a hair approximately 0.10 inch in length on the inside of the sealed primary packaging touching the tubing near the inlet connector and not found in the fluid pathway. The reported condition was verified. The cause of the condition was due to the packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.